Event description:
The customer observed a false positive alinity I b-hcg result generated on an alinity I processing module for a 79 year old female patient in the oncology/hematology ward. The initial result = 301.52 miu/ml and the repeat result on the beckman platform was 2.96 (negative). The customer reference range is 0-5 miu/ml. The customer did not report the abbott results out of the lab. The patient has since passed away and further clinical information is not available. The customer stated the patient¿s death is not related to the false positive b-hcg result.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The package insert clearly indicates that the intended use of the product is for the quantitative and qualitative determination of beta human chorionic gonadotropin (¿-hcg) in human serum and plasma for the early detection of pregnancy. Furthermore, per the limitations of the procedure section, the alinity I total ss-hcg assay is cleared for use in the early detection of pregnancy only. Therefore, this event is deemed off label use. Based on the investigation, the alinity I total b-hcg reagent is performing as intended, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 57059ud01 was identified. Additional information in d4 primary UDI number.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. Continued information for section e: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I b-hcg result generated on an alinity I processing module for a 79 year old female patient in the oncology/hematology ward. The initial result = 301.52 miu/ml and the repeat result on the beckman platform was 2.96 (negative). The customer reference range is 0-5 miu/ml. The customer did not report the abbott results out of the lab. The patient has since passed away and further clinical information is not available. The customer stated the patient¿s death is not related to the false positive b-hcg result.